Event description:
It was reported that (1) device was used during a right hemicolectomy. It was reported by the affiliate that the tlc75 fired normally, subsequently the pt expired. Post mortem revealed that the staple line had burst. The device was discarded by the hosp.